Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 15.0 cm thoracic aortic dissection. It was reported that prior to the valiant stent graft impalnt another manufacturer¿s device was implanted into the distal lsa which subsequently bird beaked and eroded into the greater curve causing a large type I endoleak. The physician bypassed the carotid-carotid and carotid-subclavian to achieve an additional 1cm of proximal neck length. A 40x40x150 proximal valiant device was placed and appeared to resolve the endoleak. However, there still was a retrograde type ii endoleak coming from the left carotid artery. Subsequent follow up imaging still showed a leak but it could not be determined where it was coming from. The patient was brought back for intervention. An angiogram was performed and appeared to show that the leak was still in fact a type I leak. Ballooning was performed using another manufacturer¿s balloon and then 4 aptus endoanchors were placed, 2 on greater curve and 2 on inner curve. A 42x100 proximal valiant device was also placed inside the existing 40x40x150 device for more radial force since there wasn't any more native aortic wall to achieve by landing more proximally. The physician then coiled the lcca and the final angio showed no endoleak. The physician stated that the cause of the event was due to the bird beaking of the other manufacturer¿s device. After the placement of the 40x40x150 valiant device that type ia leak continued because the neck length was too short and it was constrained by the bird breaking of the other device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.